Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - reliability laboratory technician; (B)(4) reliability laboratory; no complaint was received with return of the device. Failure (event) observed during analysis. The outer insulation was abraded at 13.5cm from the connector pin. The length of the abrasion is approximately 0.1cm. The efte cables coating were not damaged in this area. The damage found is consistent with that of friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.